Event description:
It was reported that the customer had constant no delivery errors. Customer does not have the pump with her today. Customer declined being transferred to the help line for assistance. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.